Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced a controller clock corrupt event possibly caused by a complete loss of power, including a potential pump stop for an unknown amount of time. It was later communicated by the patient that they were woken up by a family member due to the controller alarming at night. Patient stated that these alarms resolved upon switching batteries, and that no alarms have occurred since. The patient did not experience symptoms during this event, and was in stable condition. The device was operating as expected at time of reported event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the submitted log files revealed evidence to suggest that the system controller had experienced a total loss of power, including depletion of the system controller's backup battery, resulting in the system clock being reset to the default timestamp once power was later restored. Such an event would have resulted in a pump stop for an unknown duration of time. No other notable events were captured in the log files. The pump appeared to have functioned as intended at the set speed. The patient remains ongoing heartmate 3 left ventricular assist system (lvas), serial number mlp-003299. No further related events have been reported at this time. The relevant sections of the device history records for mlp-003299 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 2 ¿system operations¿ states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 lvas for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion battery pack) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Additionally, every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. Section 6, "patient care and management," contains a section on "preparing for sleep" which outlines the necessary steps to take when preparing for sleep or when sleep is likely. This subsection states "a patient should sleep or plan to sleep only when connected to the power module or the mobile power unit. If a patient falls asleep during battery-powered operation, the low battery alarms may not awaken the patient before battery depletion." The heartmate 3 lvas patient handbook is also currently available. Section 3 ¿powering the system¿ details how to check a battery's charge level, replacing low batteries with fully-charged batteries, and switching power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. Section 5, ¿alarms and troubleshooting,¿ provides information regarding system controller alarms and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.